Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and the malfunction could have caused due to stress of repeated use, external factors or handling of the device. However, the root cause was unable to be specified. The event can be detected and prevented by following the instructions for use: instructions for hd endoeye laparo-thoraco videoscope ltf-vh, chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the adhesive around objective lens was peeled. There were no reports of patient involvement.